Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disc with fixation. It was reported that the left l4 screw was deviated during an open l4-l5 tlif. The surgeon operated on the right l4 and l5 without issue so they proceeded to the left side. L4 was first, followed by l5. When executing l5, the surgeon found that the incision was not large enough. This caused excessive lateral pressure on the surgical arm from the soft tissue and led to the shoulder unlocking. The surgeon decided to abort the use of the guidance system for left l5. During the procedure, there was an issue with air pressure in the guidance system. The pneumatic motor would not boot on by itself. Once during the operation step and once after the procedure, a low pressure error message was displayed and the system had to be rebooted to get the pressure to be restored. After the procedure, the confirmation images showed that l4 left was medial by 3 mm. The surgeon believed this was due to the excessive pressure placed on the surgical arm. L5 left was accurate. The patient was experiencing nerve damage. The procedure was delayed less than an hour.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed the system checkout and was found to be fully functional. Evaluation of the returned software exports determined that the skin incision was too small which can cause the tool to deviate from the planned location. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.